Manufacturer narrative:
Final device analysis revealed a procedural non-conformance; catheter leakage-hole. The catheter was returned in 2 pieces; 67.8 cm proximal and 18.3 cm to distal tip. In the 18.3 cm segment, a small hole was found 0.5 cm from the proximal end.

Event description:
The catheter was returned to the MFR. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The catheter underwent routine analysis.